Event description:
Shoulder revision surgery due to increasing pain and decreasing joint function performed on (B)(6) 2018. According to the info reported, patient (handyman) did not operate in compliance after previous surgery performed on (B)(6) 2016 by acting against surgeon's instructions (arm removed out of sling about 2 weeks post-op to perform duties). According to surgeon's remarks this patient malpractice could have contributed to a possible infection (not confirmed. No info received from taken specimen sent for pathology) and loosening of the stem. It was also reported that during the revision surgery, when removing the humeral head, a moderate amount of metallosis was noticed. During the revision surgery performed on (B)(6) 2018, no components were implanted: a competitor cement spacer was inserted into the humeral canal, wound was again irrigated and then closed as per surgeon's usual method. Event occurred in australia.

Manufacturer narrative:
Check of drh: no anomalies detected by checking the sterilization charts of the overall number of components involved thus indicating that the products have been correctly sterilized before being placed on the market. Explants analysis: explants not available to be sent to limacorporate for further analysis. From the explants images received, one can notice even an anchor from a previous rotator cuff repair. X-rays analysis: we received a single x-ray referring to pre-op revision surgery (exact date unknown). Following you can find our external medical consultant's comment on the x-ray received: "the image we have is post-operative following the primary surgery but does not have a date. The clinical information is one of increasing pain postoperatively. This could be either the now expected course following hemi-arthroplasty which we know initially tends to match total arthroplasty but after a year or so begins to deteriorate (michael sandow adelaide). The other possibility as you have mentioned is infection but this is only suspected and not proven? If the surgery involved a subscapularis tenotomy then taking the arm out of the sling prematurely could cause that tenotomy repair to fail. I note there appears to be a metallic suture anchor adjacent to the humeral body medially which could be related to either previous surgery or possibly a tenotomy repair. The metallosis implies metal abrasion which could come from the trunion but it appears normal on that xray. The only other comment is that the head component is lying a little too low. This would not influence infection but could be related to a less than optimum outcome. The potential for the tenotomy repair to fail notwithstanding the early and unauthorised mobilisation would not cause or increase the potential for infection. The clinical course as mentioned is consistent with that following hemi-arthroplasty and again the increasing pain from that would not not be influenced by the early mobilisation. In summary the early mobilisation probably has only a small contribution to the failure but could cause as stated failure of the subscapularis tenotomy repair. I don't think we can blame the patient". Based on the analysis performed and the info received, we can speculate that probably a mix of patient malpractice ("taking the arm out of the sling prematurely could cause that tenotomy repair to fail") and suboptimal positioning of prosthesis during the previous surgery of (B)(6) 2016 ("head component is lying a little too low. This would not influence infection but could be related to a less than optimum outcome") could have contributed to the event. Pms data: we are aware of 9 cases of revision surgeries due to pain and loss of range of motion involving a smr hemi prosthesis on a total of more than 19000 smr hemi prosthesis sold ww since 2002. The revision rate is 0,047%. All the cases were related to patient/surgical factor. No complaints product-related. No corrective action for this specific case. Limacorporate will continue monitoring the market.

Manufacturer narrative:
No anomalies detected by checking the sterilization charts of the overall number of components involved thus indicating that the products have been correctly sterilized before being placed on the market. We will send a final MDR once the evaluation will be concluded.

Event description:
Shoulder revision surgery due to suspected infection, increasing pain and decreasing function performed on (B)(6) 2018. Surgeon removed all prosthesis components (smr hemi) and implanted a zimmer cement spacer. According to the info reported, patient (handyman) did not operate in compliance after primary procedure done on (B)(6) 2016, operating against surgeon's instructions (arm removed out of sling about 2 weeks post-op to perform duties). According to the info reported, this patient malpractice could have contributed to the problems reported by patient at 6 months post-op. It was also reported that during the revision surgery, when removing the prosthesis, a moderate amount of metallosis and pseudo-membraneous tissue was noticed in the humeral canal. Event happened in (B)(6).